Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 119 mg/dl. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.